Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device and lead system were exhibiting 'noise' on the rate and shock electrograms resulting in oversensisng and delivery of inappropriate shock therapy.